Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not powering on. A field service engineer (fse) reseated all connections to all in one interface board, shut down the device to replace the keyboard, replaced the keyboard and rebooted the device to resolve the problem. Then the fse tested the keyboard functionality and confirmed that the customer was able to login using the keyboard. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es a keyboard malfunction was identified. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.